Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 25 mg/ml concentration at 4.488 mg/day dose via intrathecal drug delivery pump for non-malignant pain and spinal pain. It was reported that incorrect catheter length was entered into programmer. Pump was replaced yesterday and a mistake was made with the calculation on catheter length. Original catheter was 59.3 cm after removing 33 cm from 92.3 cm. 8784 was 31.2 cm after removing 42.5 cm from 73.7 cm. The correct new catheter length was 90.5 cm by adding 59.3 and 31.2.the catheter length that was entered into the programmer was 101. 8 cm. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the software version of the clinician app was v 1.1300 and the patient's weight was 190. No further complications were reported.